Event description:
It was reported via repair work order that the zoom had unintended motion due to potentiometer malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.